Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed onto golden system and was run in normal mode. The bipolar 2nd port failed instrument detection test. During visual inspection, there were scratches on both sides of the cover. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure that the erbe's second bipolar energy port was not working when the customer plugged the bipolar energy cable into the second bipolar energy port. There was a red question mark as well. When the customer moved the cable to the top bipolar port, the red question mark went away and the bipolar energy began to work. The caller advised that they do not keep track of the energy cord uses. The intuitive tech support engineer (tse) advised that the monopolar and bipolar energy cables are good for 20 uses or 25 reprocesses. The caller stated that the bipolar energy was currently working, and that they were proceeding with the case. The caller stated that they had the same issue the previous day. The issue was escalated to intuitive field service. There were no reports of patient injury. Procedure was completed. Intuitive followed up with the customer and was advised that the system did not present any faults when initially powered on.

Manufacturer narrative:
The probable root cause is attributed to a faulty bipolar port 2 in the erbe generator. This issue can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.